Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A healthcare professional reported that patient experienced paradoxical hyperplasia (ph) to the lower abdomen and bilateral hip/flank regions after coolsculpting treatment on (B)(6) 2025, using a cooladvantage applicator and a cooladvantage plus applicator. 6 months post treatment. Healthcare professional later reported "the affected areas appear to be lower abdominals and possibly flank on the left side. The flank area is not as noticeable as the lower abdominal area. It is hard to tell." Healthcare professional later reported that their findings are "consistent with paradoxical adipose hyperplasia involving the bilateral hip/flank regions and the lower abdomen", and that there appears to be associated fibrous tissue formation within the affected areas. Healthcare professional described the areas as "the affected area presents with firm, dense, and enlarged subcutaneous tissue with a well-demarcated contour irregularly corresponding to treatment applicator. Tissue palpation reveals increased fibrous consistency compared to surrounding areas with reduced softness and pliability of the abdomen and flank". Healthcare professional later specified that the enlarged areas are the lower left abdomen and left plank.